Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from coronary sinus. It was confirmed via x-ray. The lv lead exhibited loss of capture. The lv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.